Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report. Device will not be returned.

Event description:
The patient had a competitors¿ rod in place and then broke his left hip. Surgeon was trying to put on an omega plate and screw. While trying to drill around the rod, the drill bit repeatedly hit the rod and the drill bit broke. A screw was also broken in the process.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. We assume that two screws were broken instead of the one screw which was reported. On the x-rays the head of the screws should be visible, but on the provided x-rays we can see that the head of the two middle screws are not visible. The design of the plate does not allow placing two screws so close to each other. When the surgeon hits the rod during drilling, it can be assumed that he will us these holes for the screws. Therefore we assume that the screws hit the rod and the head of the screws sheared off because of a to high torque applied. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Event description:
The patient had a competitors' rod in place and then broke his left hip. Surgeon was trying to put on an omega plate and screw. While trying to drill around the rod, the drill bit repeatedly hit the rod and the drill bit broke. A screw was also broken in the process.